Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm 2) for failure analysis investigation. The unit was analyzed and in remote fe, I confirm errors 32056 on ac_2e. Upon visual inspection of the unit, the fluid intrusion was found on the acs. The unit was installed onto a golden system and related issue were trigged. The unit was then installed onto a pftp where the unit passed all require test. The error 32056 could be intermittent because the fluid has dried up. Once tested was completed the acs was aba tested (see attachment) and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. DHR review for the device(s) involved with the reported event is not required as there is no indication of a manufacturing issue. The probable root cause is attributed to a defective acs board resulting from fluid intrusion into the usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Isi has received the usm; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an operating room (or) staff called in to report that while setting up for a procedure to report that the system had a recoverable 32056 error pointing to the universal surgical manipulator (usm) 2. The customer was unable to recover the error. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked her through a hard reboot of the system with no change. The site did not have another patient side cart (psc) and was still undecided whether or not they would move forward with the case using 3 usms. No known impact or patient consequence was reported.